Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump was cracked along the battery compartment and had received battery alarms despite changing the battery. It was reported that the battery cap has never been changed and was unable to be secured to the pump. There was no power loss noted. It is noted in the user¿s manual that the battery cap be changed every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed that a partially charged battery was installed on (B)(4) 2013. Evaluation revealed that the battery compartment was cracked from the threads to the case seal. Evaluation also revealed that the returned battery cap threads were stripped. A test battery cap was used to complete the investigation. The pump electrical current draws were found to be within the required specifications. The pump cover was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts were observed no evidence of intermittent contact was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.